Event description:
It was reported the device was nearing recommended replacement time battery voltage sooner than expected. It was also indicated the left ventricular (lv) outputs were high with lower impedance. The device and lv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.